Event description:
On (B)(6) 2013, sales rep. E-mail the following: on (B)(6), I did an in-office venus white max demo at a dental office with the dentist. She did the bleaching demo on one of her patients. We went through 3-4 15 minute sessions of venus white max. During the process, the patient had a small white mark on his lip (I think it was from the bleach). After the bleaching demo, the dentist applied gluma liquid as the patient experiences some sensitivity. The mark on the patient's lip went away, however, it came back a week later and the dentist called me today very concerned as the patient went to a doctor and the doctor believes it is a permanent discoloration on the lips. I am not sure how this can happen with the bleach, and the fact that it came back. Can you please call her as soon as you can? She feels (as do I) very badly for the patient. Called the office and the dentist said that they used the tongue and cheek retractors but did not use a bite block. Recommended bite block to stabilize mandible during procedure to reduce patient fatigue. This was the dentist's first experience with venus white max. She said the white spot suddenly appeared on the gums during the procedure. The patient experienced some post procedure sensitivity and the sales rep let the patient try the gluma desensitizer. The dentist reported that the tongue/cheek retractor was removed and the gingival barrier was removed prior to using the gluma. The dentist did not use a rubber dam or any isolation. She said that the sales rep never told her she needed to use any. She said that the spot was gone by the time he left the office that day. She said that a few days later the patient called her because the spot returned. Then on (B)(6) 2013, the patient returned to the office and the spot was in the same spot, whitish and flat. The patient went to see his physician on (B)(6) 2013 and contact the dentist to let her know that the physician said that the discoloration on his lip was likely permanent. The patient has not reported any swelling or pain associated with the spot; however, he does not like the appearance. Contacted the sales rep. And asked if the bottle used was hers and if she had it. She said the bottle of gluma as this was her bottle and she provided the lot number from the bottle. On (B)(6 )2013, the dentist called and said that she would sent more pictures of the patient's lip. The patients lip has worsened since the last picture was taken. The patient is very unhappy about this and mentioned that he may sue the dentist. She is very upset and asked what we do in these situations. She reconfirmed that she did not notice any gluma get on the patients lip. When asked what tongue and cheek retractor she used, she stated that it was the (B)(6) reps retractor. Sales rep said that the retractor was a (B)(6) retractor and that the patient used aquaphor lip balm after the treatment.

Manufacturer narrative:
As allowed by exemption (B)(4), (B)(6) (the importer) is submitting the report on behalf of (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of an abundance caution to be compliant with 21 cfr part 803. (B)(6) is the distributor for venus white max, the manufacturer has been notified. Result : - risk, patient protection and contraindicated use were clearly defined in the directions for use. If the gluma desensitizer were to have come into contact the patients lip, the directions clearly warned against usage in the manner it was utilized. Conclusion code - it is address in the directions for use that gluma desensitizer is, "harmful, contains (B)(4)" it is a local irritant and has toxic effects. Appropriate precautions should always be taken before using gluma desensitizer. Irritating to skin. Avoid contact with skin. This is addressed in the directions for use mucous membranes are to be protected by using a rubber dam and to be sure that gluma desensitizer only comes into contact with the area to be treated. It is stated in the directions for use, "gluma desensitizer must not be used: if the necessary precautions cannot be taken or the specified application technique cannot be used." The user used the product in a manner that is contraindicated.